Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. A corroded motor home switch was also noted. The insulin pump was also received with a minor scratched liquid crystal display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. She stated that her battery was low, but after she inserted a replacement battery, the display would not return. She tried replacing the battery again, but the insulin pump's display remained blank. The customer's blood glucose was 57 mg/dl. She noted that her blood glucose was low because she had not eaten and advised that she treated with food. She stated that the insulin pump did not show any signs of physical damage, but she observed condensation in the top left of the display. She noted that she worked out at the gym and sometimes got very sweaty and had been drenched all over on one occasion. She did not observe any damage or corrosion to the battery cap, battery compartment, or battery spring. During troubleshooting, after she replaced the battery and cleaned the battery contact, the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.